Event description:
It was reported that the instrument fractured during insertion of the screw. The tip broke off into the screwhead and remains implanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Product still enroute to be returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.